Manufacturer narrative:
H3, h6: the navio, pin driver, part number 110164, intended for use in treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The evaluation followed the pin driver performance verification. The reported problem was not confirmed. The pin driver tested and functioned normally. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A relationship between the reported event and the device could not be established as there was no damage or problem found with the device during the visual and functional inspection. Although the reported problem was not confirmed, no reasonable contributing factors could be identified based on the received complaint information and investigation results. Further investigation into the reported failure is being conducted to determine if additional actions are required.

Event description:
It was reported that before an unknown navio procedure, it was discovered that the pin driver was stripped. The procedure was completed without delay with an smith&nephew backup device. No patient harm or additional complications were reported.